Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a bubbly skin irritation under the front electrode from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's followed up with a physician regarding the skin irritation and was provided a patch. The patient's skin irritation improved with the use of the patch.